Manufacturer narrative:
(B)(4). Baxter evaluated the device was found that the upstream sensor was failing. This part is a known contributor to false upstream occlusion alarms and has been replaced.

Event description:
During review of the event history log it was determined that there was a repeating pattern of upstream occlusion alarms. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.